Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing. A fracture was suspected on the electrode, and the plan is to perform a x ray. Additional information was received which indicated that the system was reprogrammed and this s-ICD remains in service. No adverse patient effects were reported.